Manufacturer narrative:
Device was not received; device is unavailable for return. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that manufacturing date: 09-may-2016. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All 50 parts of the lot were checked 100% for ctq features and for function at the final inspection on (B)(4) 2016. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, hospital staff noted that the tip of a reduction forceps with points was broken. This complaint involves one (1) device: reduction forceps with points speed lock 130mm with one part data. This report is 1 of 1 for (B)(4).